Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the insulin pump and a low blood glucose event. The customer¿s blood glucose was 52 mg/dl at the time of incident. Customer stated that the insulin pump fell and the reservoir retainer ring broke and came off. Customer had a low blood glucose of 52 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Device received with glued retainer. The reservoir tube lip was found to be partially broken off piece. However, p-cap or reservoir locked properly. Device received with missing display window cover. Device received with faded and stained serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.